Event description:
Variable screw backed out of a 3-level blue ridge cervical plate approximately eight weeks post-op. Patient revised. Two distal screws removed.

Manufacturer narrative:
The explanted screws were retained by the hospital's pathology department but, are expected to be returned to the manufacturer for evaluation. Discussions are under way with the surgeon, available x-rays are being reviewed and additional films have been requested. No firm conclusions can be drawn at this time.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. The exact cause of the reported issue cannot be ascertained. A review of all applicable material, inspection, manufacturing and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of all applicable risk related documents revealed that k2m addresses alleged screw backout concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event. A review of the complaint code trends did not reveal any contributing information as to the cause of this event.